Event description:
It was reported to olympus that during a laparoscopic procedure, the high flow insufflation unit alarm sound and the device blackout. There was a fifteen (15) minutes delay. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the device front panel blackout and failed to start up. Additionally, the pressure sensor circuit failed due to faulty cr board. The faulty device needed replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.